Event description:
Reporter indicated that a patient will undergo revision surgery to adjust the placement of the generator due to pain at the incision site. Device diagnostics run on date of implant show device was working within normal limits, indicating proper device function.